Event description:
It was reported patient has been scheduled for an ipg replacement due to an unknown reason. Further investigation is pending.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.the results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced due to reaching its normal end of life.